Event description:
Caller reports that during a correlation study involving neonates, the following inform system/laboratory results were obtained. A 96 mg/dl/73 mg/dl; 86 mg/dl/62 mg/dl; 84 mg/dl/63 mg/dl. No actions taken based on meter results. No adverse event reported. Requested return of suspect device, however test strips are no longer available, replacement was sent.

Event description:
Caller reports that during a correlation study involving neonates, 33 weeks gestation, the following inform system/laboratory results were obtained: 102 mg/dl/78 mg/dl. No action taken based on meter results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.

Event description:
Caller reports that during a correlation study involving neonates, 26 weeks gestation, the following inform system/laboratory results were obtained: 67 mg/dl/49 mg/dl; 114 mg/dl/77 mg/dl. No action taken based on meter results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.

Event description:
Caller reports that during a correlation study involving neonates, 39 weeks gestation, the following inform system/laboratory results were obtained: 46 mg/dl/35 mg/dl. No action taken based on meter results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.

Event description:
Caller reports that during a correlation study involving neonates, 34 weeks gestation, the following inform system/laboratory results were obtained: 72 mg/dl/55 mg/dl. No action taken based on meter results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.

Event description:
Caller reports that during a correlation study involving neonates, 32 weeks gestation, the following inform system/laboratory results were obtained: 95 mg/dl/64 mg/dl. No action taken based on meter results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.

Event description:
Caller reports that during a correlation study involving neonates, 36 weeks gestation, the following inform system/laboratory results were obtained: 84 mg/dl/64 mg/dl; 79 mg/dl/58 mg/dl. No action taken based on meter results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.

Manufacturer narrative:
Intrauterine growth retardation, hematocrit 59%.

Manufacturer narrative:
Medications: ampicillin and gentamycin; bilirubin 10.2 mg/dl.

Manufacturer narrative:
Respiratory distress.

Manufacturer narrative:
Medications: ampicillin, gentamycin, vancomycin, caffeine, and indocin; hematocrit 37.7%; bilirubin 7.9 mg/dl.

Manufacturer narrative:
Medications: caffeine; hematocrit 49%; bilirubin 8.5 mg/dl.

Manufacturer narrative:
Respiratory distress; bilirubin 7.5 mg/dl.